Manufacturer narrative:
(B)(4). The device was returned for analysis; however, it was inadvertently discarded at the manufacturing facility prior to evaluation. It was reported that a cuff miss occurred during the use of proglide device. A cuff miss can be influenced by numerous factors including, but not limited to manufacturing, user technique or challenging anatomical conditions. A cuff miss may occur when the angle of the device is changed or the device is torqued during use and could translate to a change in needle path (trajectory) leading to the observations of this incident. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification, and can be deflected. The amount of deflection will depend on the severity of the anatomical conditions. The needle trajectory of every device is verified twice during manufacturing and a sampling of finished devices is destructively tested to verify the functionality of the device. User technique such as, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may contribute to a cuff miss. Patient anatomical conditions may contribute to a cuff miss. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a perclose proglide after an interventional procedure. Reportedly, a cuff miss occurred. A second perclose proglide device was used to achieve hemostasis. A 6fr sheath was used during insertion of the device. There was no reported clinically significant delay in the entire procedure. There was no adverse patient sequela. The physician is reportedly trained in the use of the device. No additional information was provided.